Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had a syncopal episode. There was no additional information provided at the time of the call. A request for additional information has been sent to the local field representative.

Manufacturer narrative:
This report will be updated should additional information become available.